Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the tubing was kinked. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tubing was kinked/bent."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the tubing was kinked. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tubing was kinked/bent."

Manufacturer narrative:
H.6. Investigation summary: bd received 4 photographs and 3 samples from the customer in support of this complaint. Evaluation of both indicated bent tubing. (B)(4) retained samples were visually inspected, and no damaged tubing was found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photos and samples provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.